Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -8.5/+1.5/070 into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2023, due to low vault. A longer length lens was implanted on (B)(6) 2023, and the problem was resolved. Cause reported as unknown.